Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm during testing. The motor was tested outside of the device and passed. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump had an insulin pump error alarm. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer stated that they had the insulin pump replaced 3 times for the same alarm. The customer informed that the blood glucoses varies between 200 mg/dl ¿ 400 mg/dl. The customer also mentioned that the sensor was reading about 100 points off. The customer declined troubleshooting for the high blood glucose and for the sensor values. The insulin pump was exposed to a high magnetic field. The customer were unable to clear the alarm. The insulin pump passed the displacement test. The insulin pump will be returned for analysis.